Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy was being implanted with an impella 5.5 for increased mechanical circulatory support. The patient had already been implanted with impella cp and veno-arterial extracorporeal membrane oxygenation to manage myocarditis. The medical team decided to escalate the patient from the impella cp to an impella 5.5 and it was reported that the guidewire was kinked when removed from the box. A new guidewire was used. Additionally, it was reported that the impella 5.5 was ultimately aborted due to patient anatomy and instead an intra-aortic balloon pump was successfully placed. It was noted that no patient harm was reported due to the reported issues. This complaint involves one guide wire 0.018" ptfe coated and one impella 5.5 pump: guide wire 0.018" ptfe coated with lot number 8853993 pump 2: impella 5.5, with serial number (B)(6). This MDR specifically addresses impella 5.5, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
Product complaint # (B)(4). No device received, investigation complete: the investigation into the reported event has been completed. No device was received for evaluation.